Event description:
It was reported that during implant the right ventricular (rv) lead exhibited high pacing impedance due to dislodgement. The physician elected to complete the procedure with a different lead. The patient condition was stable.